Manufacturer narrative:
Weight-race:unk. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -9.5/2.5/79 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem.